Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: monitors went dark probable root cause: damaged front panel or touch screen front board or main board malfunction software malfunction - main board, front board, or receptacle board hf/rf interference no/incorrect communication with 1688 the reported failure mode will be monitored for future reoccurrence. 81.

Event description:
It was reported that there was loss of light.